Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(4) 2016, it was reported that the surgeon was concerned that the unit was skipping and not cutting smoothly. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screw driver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). The previous repair report reviewed found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was september 13, 2016 where it was reported that the device was skipping on width plates 3 and 4 and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, and damaged head were replaced. This is not a related issue. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and discoloration. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it (B)(4) with the qa test hose and the motor operated erratically. The device was tested with the customer¿s hose and operated erratically. The device did not sound right. The width plates all appeared to be in good condition with minor nicks to their leading edges. The calibration was within specification at all settings. Repair of the air dermatome was performed by zimmer biomet surgical on november 4, 2016 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the motor ran erratically and did not sound right. However, it is unknown why the motor ran erratically. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the surgeon was concerned that the unit was skipping and not cutting smoothly. No adverse events were reported as a result of this malfunction.